Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foggy image was likely due to fluid invasion. However, the cause of the fluid invasion could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasonic bronchofibervideoscope had a blurry image. The image problem was identified during customer maintenance. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device relayed a foggy image to the monitor. Examination showed the switch button 3 was cut and the product labeling required replacement. Functional testing determined that a charge coupled device wire had shorted, one image guide was broken and the device failed leak testing due to a leak near the instrument channel. In addition, the electrical insulation met with specifications but replacement was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.